Manufacturer narrative:
The reported lot number 7125540 was not found for the reported catalog number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta¿ stopcock there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 7125540, no related abnormalities were found. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records this is the only instance of leakage occurring in this lot. Additionally a representative sample and photograph were provided for the purpose of aiding our quality engineers¿ investigation. The returned device was subjected to leakage testing, resulting in a leak being observed at the connection of the tap and the housing. In response to this non-conformance, bd engineers conducted a thorough review of the manufacturing process. None of the stations involved in the manufacturing process were found to have deficiencies that would explain the existence of this non-conformance. At the conclusion of our investigation bd is unable to determine the root cause for this event.

Event description:
It was reported with the use of the bd connecta stopcock there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd connecta¿ stopcock there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.